Manufacturer narrative:
Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 5 cm and 33 cm distal to the strain relief tubing. The yellow protective sheath was returned. There were no kinks to damage noted to the tip and inner member. There was no other damaged noted to the sds. The tip seal length was measured and this met mfg criteria. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury-surgical intervention-permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that in 2009, a xience 2.5 x 15 stent was attempted to be delivered in a lesion, in the mid lad, with in-stent restenosis; however, the stent did not cross the lesion. Another attempt was made with a 2.5 x 18 xience; but it also could not be crossed and while pulling back, the xience v 2.5 x 18 got dislodged at the proximal lad and could not be removed. The pt was taken for coronary artery bypass grafting; however, the stent remains in the pt. No add'l event or pt info is available.